Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactors impactor plates broke off the impactor during impaction. Surgery completed successfully with the defective instrument. No fragments were created. No patient impact. No surgery impact.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the physical device confirms initial complaint, hammer plate broke off. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: 50. 2) date of manufacture: 5/1/2019. 3) any anomalies or deviations identified in DHR: 6 pieces were rejected and reworked for staining (5 on the threads and 1 in the knurl) on the top level assembly. 4) expiry date: n/a. 5) IFU reference: IFU nonsterile inst rev j. Device history review: a manufacturing record evaluation was performed for the finished device (product code 221750041/lot so2043017) product and lot numbers, and no non-conformances / manufacturing irregularities related to the malfunction were identified.